Manufacturer narrative:
Approximately ten months later, we received new information that the patient's remote monitoring presenting electrogram showed lots of atrial noise. Daily measurements in the ra were turned off due to this issue. Since the patient's last follow-up appointment, noise and oversensing has increased. It was discussed that the patient may be brought in for an evaluation.

Event description:
Boston scientific received information that this high, out of range atrial impedances were observed. The patient was in atrial fibrillation, so threshold testing could not be performed, however sensing was confirmed to be normal. The physician suspected a set screw issue as all measurements with this lead were fine prior to the recent replacement procedure. The physician has elected to monitor the lead and device performance at this time. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The device and lead remain in service. Should additional information become available, this report will be updated.